Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen display would turn off randomly during user interaction. The customer declined further troubleshooting. There was no known impact to the customer's blood glucose. The customer confirmed that an alternate method of insulin delivery was available.